Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc in the anterior cheek and chin and for 8 months there were no complications. However, seven months later a nodule developed in the nasolabial fold. The hcp provided hylenex treatment, the patient experienced swelling near the chin, right cheek, and firmness under the left eye but there were no known immunological triggers. A CT scan showed only non-specific tissue thickening. Initial steroid dosing was subtherapeutic and later adjusted with a longer taper, additional hylenex and antibiotics. They were unsure why only the right side was swollen since the juvéderm® voluma¿ xc injected was bilaterally.